Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log showed that at 8:41 pm on (B)(6) 2018 the pump module was programmed to infuse a custom concentration of vancomycin. The user entered 2000 mg for the drug amount, which made the dose 2000 mg. The user entered 500 ml for the diluent volume, which made the concentration 4 mg/ml. The vtbi was pre-populated to be 500 ml. The user entered 1 hour and 20 minutes for the duration, which made the rate 375 ml/hr. The user started the infusion. At 9:39 pm it was paused and then channeled off. The volume recorded as being infused during this period was 316.12 ml. The root cause of the overinfusion was user programming.

Event description:
The customer reported that a 500 ml bag of vancomycin intended to infuse at 250 ml/hr infused faster than expected in the emergency department. The nurse returned from break to find the rate was unexpectedly increased to 375 ml/hr. The patient felt hot and was flushed and as a result the vancomycin was stopped. No other patient information was provided for this event.